Event description:
It was reported the side port extension tube detached from the hemostasis hub of the sheath. No pt injury was reported.

Manufacturer narrative:
One 6f test-cath introducer was rec'd for evaluation. The introducer was rec'd with the extension tubing detached from the sidearm. Microscopic examination revealed the presence of solvent on the detached portion of the tube, indicating the device had passed the relevant manufacturing step to bond the tube to the side port hub. The origin and cause of the detachment could not be confirmed. Review of the device history record confirmed the lot met manufacturing requirements prior to shipment. A supplier corrective action was initiated to implement a corrective action for extension tube detachments from the sidearm.